Manufacturer narrative:
Patient medications include adiro (acetyl salycilic acid 100 mg/24h), pantoprazol (proton-pump inhibitor) 20 mg/24h, enalapril 5 mg/24h (ace inhibitor). A review of the manufacturing paperwork for the device verified that the lot met all pre-release specifications. Per the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak and reoperation.

Event description:
On (B)(6) 2013, the patient was implanted with two conformable gore® tag® endoprostheses [tge313115/11789038 (proximal) and tge343415/11531951 (distal)] to treat a descending thoracic aortic aneurysm. On (B)(6) 2013, computed tomographic angiography revealed a distal type I endoleak. No aneurysmal enlargement was reported. The cause of the endoleak is unknown. On an unknown date in (B)(6) 2014, follow-up imaging confirmed the distal type I endoleak. On (B)(6) 2014, the patient was implanted with two additional stent grafts to treat the type I endoleak. The endoleak was resolved, and the patient tolerated the procedure.